Event description:
The user facility reported that during a patient procedure, one of the two surgical lightheads went out. The user facility replaced the bulb however; the light reportedly would not turn back on. The second lighthead was not affected and the procedure was completed successfully. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the lights and was able to duplicate the reported event. The technician installed new bulbs, reset the software on the wall control panel, replaced the light bulb socket assembly for lighthead #1 and #2, tested the unit and returned it to service; no issues noted. The lights subject of the reported event were installed 10/31/2007 and have been in use for approximately 5 years. The lights are not under steris service contract and are maintained and serviced by user facility biomedical personnel. The operator manual states: (pp 6-1), "inspect lampholder, lamps, and each lamp change mechanism (each inspection)." "Inspect lighthead and arm wiring for deterioration (every 6 months)." Steris has advised the user facility on the importance of proper maintenance.